Event description:
It was reported that at device implant, post-paced t-wave oversensing was observed on the ventricular lead. The oversensing was noted on a real time egm. Subsequently a remote transmission was received showing non-sustained lead noise due to post-paced t-wave oversensing was observed on stored egm. The patient did not receive therapy during the oversensing. Programming changes were recommended. No further information was available.

Event description:
New information received notes that when the asymptomatic patient presented in clinic for a subsequent follow up, the device showed further post-paced t-wave oversensing after programming was done to a previous oversensing event. Programming changes were recommended.